Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported they were soaked and changes 4 pads in the last two day. Patient also reported that the therapy never helped since it was implanted and that they urinate 12-13 times in june and also had a fall down the stairs but did not hit their butt. Patient therapy was on and stimulation was adjusted to 2.0v. No further complications were noted or anticipated.